Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components, bearings, and the cable/cord/wiring of the motor device were damaged, and there was a hole/cut in the hose. It was noted that the motor, control unit and locking part were damaged, and the hose was torn. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessments, and loctite and cable assessments. It was noted in the service order that the ¿hose pipe is damaged¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.